Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective mixer block. In consequence (correction) the mixer block was replaced. There was no patient or user harm reported.

Event description:
The rt saw that the heliox cylinder was lasting for a few days without the need for change or any drop in pressure. The gas supply was in heliox and the blue light with the small heliox cylinder icon was on. When the heliox cylinder was closed there was no alarm even after a few minutes. There was no change in ventilation or oxygen percentage. Only after disconnecting the air supply we got air+heliox supply fail. When testing it in the biomed department the unit failed the preop check and you couldn't here the click sound from the block switch when changing gas source. We compared it to another unit which passed the test without a problem. After replacing the block in this unit from the other one all test passed. Please advise if there is anything to be done other than replacing the block. Other major concern from the rt & biomed was that there was no alarm or any indication that the heliox is not supplied. In this case there was no harm to the patient but in patient with very high resistance it can compromise the treatment and the staff will not be able to know that there is a problem in the ventilator. They require an answer to this also.